Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported to be performing therapy with a minicap that had an unspecified issue. Peritonitis was manifested by cloudy effluent, nausea, abdominal pain and constipation. On the same day as onset, the patient was treated in the emergency room and peritoneal dialysis clinic but was not hospitalized for the peritonitis event. The patient was treated with unspecified pain killers and unspecified antibiotics (for fourteen days, dose, route, and frequency not reported) for peritonitis. Approximately one week later, the patient experienced worsening abdominal pain and nausea. On the same day, the patient began treatment with a second unspecified antibiotic (dose, route, frequency, and duration not reported). On an unreported date, the patient began treatment with a third unspecified antibiotic (dose, route, frequency and duration not reported). At the time of this report, the patient was recovering from the event and antibiotic therapy was ongoing. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.